Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic distal gastrectomy, while performing gastrostomy, a strong resistance was felt when closing and firing the stapler. A strange noise was also heard after trying to fire, and the device did not move forward after firing halfway. The gear inside the handle was found missing. Another handle of the same type and new reload were used to complete the case. There was no patient injury.